Event description:
It was reported that during a breast biopsy, the marker wouldn't deploy into the breast. A second marker was tried, deployed successfully, and the case was completed with no pt consequence.

Manufacturer narrative:
Clear tip sheared at distal tip. Eval summary: the analysis results found that the introducer tube was received torn and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. A corrective action has been initiated to address the found non-conformance. No conclusion could be reached based on the analysis results as to why the applier reportedly would not deploy the collagen plug with the clip during surgery. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.